Event description:
The customer contacted baxter's service center regarding assistance clearing an alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated they changed heater bag and nothing else. The technical service representative (tsr) explained issue with that. The tsr ended therapy and told the home patient (hp) all new supplies were needed. The therapy was ended. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 the regarding reported problem. The hp stated that they did start over with new supplies in order to continue with therapy. They stated that the alarm reoccurred twice that night and the second time was when they called into baxter. The hp stated they were told by the baxter to change everything out and they could not reuse the supplies. The hp stated that they have not had any problems or needed medical intervention due to the reuse of supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report for re-use of a single use product was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.